Event description:
Patient was revised to address pain, osteolysis, and loosening of the femoral component at the cement/bone interface. Competitor cement was used in the primary surgery. (Left knee).

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Photocopies of x-rays were supplied for review. Upon review of x-ray photocopies, large areas of osteolysis can be seen in the lateral views at the anterior and posterior aspect of the femoral component. It is possible that this led to the pain and loosening described within the complaint. The product code and lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the root cause of the osteolysis. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.